Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the patient's blood glucose levels were between 15 and 17 mmol/l with large ketones and the patient felt sick to her stomach. The reporter indicated that air bubbles were noted in the cartridge by the second day of use on almost all cartridges. The reporter was advised on allowing the cartridge to debubble prior to inserting the cartridge, injecting air into the insulin vial prior to drawing insulin into the cartridge, and to be more careful with filling the cartridge; the patient was advised to call back into animas if the issue persisted. This report is made based on the allegation that the patient experienced hyperglycemia related to air bubble formation in the cartridge.

Manufacturer narrative:
The cartridge has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.